Event description:
Boston scientific received information that the patient had several episodes of ventricular tachycardia (vt)/ ventricular fibrillation (vf) and received shocks that converted the arrhythmia. The physician noted significant undersensing post shock for up to 5-6 seconds, but subsequently the patient's rhythm was appropriately detected and treated. The patient has a history of congenital heart disease. The patient was admitted to the hospital. Electrogram's (egm) of the episodes were reviewed. Intermittent non-capture was noted. The intermittent capture appeared to cause vt/vf with subsequent therapies. An elevated capture threshold was also noted. Outputs were increased and the patient was observed over night. The device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.